Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10. The sapien 3 valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During manufacturing per procedures all inspections are conducted on 100% of the units. During incoming inspection of the components, the valve frames are 100% dimensionally and visually inspected by both manufacturing and quality. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed no other complaints relating to the reported event. The commander delivery system (japan) IFU, procedural training manual and the edwards thv with the commander delivery system: subclavian and axillary approaches supplemental manual was reviewed for guidance. The procedural training manual provides guidance on sapien 3 valve positioning. Use the distal flex to position the thv coaxial, slowly rotate the flex wheel away from you to help adjust the thv coaxial within the native valve, and wire manipulation or slight rotation of the delivery system may help. Note that the flex indicator may be used as a reference to assess articulation in the delivery system throughout the procedure and using multiple angiographic views may help in coaxial positioning. Position the thv with the bottom of the center marker at the base of the cusps, the inflow of the edwards sapien 3 thv will be further in the ventricle when positioned (compared to sapien xt) prior to thv deployment and use the center marker to help aid in thv positioning, but not as a reference during thv deployment (center marker on delivery system not thv). Note that a center marker has been added to help aid in the initial positioning of the thv. Additional considerations are a coplanar view is critical for correctly positioning and deploying the thv, to reference the center marker properly, ensure crimped thv is exactly between the valve alignment markers, review positioning and thv heights with the echocardiographer prior to the case, for optimal results place the entire center marker within the initial center marker zone, and anatomy (stj, calcification, coronaries, etc.), percentage area sizing, thv size and foreshortening / inflation volume should also be considered when positioning thv. In addition, use the fine adjustment wheel to control fine positioning of the thv, ensure the flex tip is pulled back to the middle of the triple marker, ensure the balloon lock is locked, and turn the fine adjustment wheel to finely control the thv position in either direction. Note that be patient during initial final adjustment. The flex catheter may need to be supported by the aortic arch to help enable fine positioning. Note rotate the fine adjustment wheel from you to adjust the thv ventricular, rotate the fine adjustment wheel towards you to adjust the thv aortic and consider an aortogram with rapid ventricular pacing to stabilize the thv positioning. Use of excessive contrast media may lead to renal failure. Measure the patient's creatinine level prior to the procedure. Contrast media usage should be monitored, release stored tension prior to thv deployment, thv may lock into the calcium when positioning creating stored tension in the delivery system, and release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position. The complaint for malposition was unable to be confirmed due to imagery unavailability. A manufacturing non-conformance was unable to be determined. A review of the IFU and training manuals revealed no deficiencies. As reported, 'aortic annular are measured 337.0mm2 by CT postoperatively. As right coronary artery (rca) height was low, 8.7mm, 20mm valve was selected. The valve was deployed on the marker by perpendicular view. The vase was deployed 70:2 aortic/ventricular position at non coronary cusps (ncc), 50:50 at left coronary cusps (lcc). Moderate paravalvular leak (pvl) remained. 'Per procedural training manual, 'ensure fluoroscopic view used for deployment is the coplanar view where inferior aspect of all cusps are on same plane'. In this case, the valve deployment was perpendicular view instead of coplanar view. Available information suggests procedural factors (valve positioning technique) may have contributed to the reported event. No labeling or IFU/training inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Valve remains implanted in patient.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure itself, patient factors (valvular calcification, low rca height) may have contributed to the too low deployment of the initial valve and the subsequent placement of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a trans-axillary tavr procedure, the initial sapien 3 valve was deployed too low. A second valve was deployed more aortic. As reported by our affiliate in (B)(6), prior to the tavr procedure, the right coronary artery (rca) height was noted to be low. A 20mm sapien 3 valve was selected for deployment. The valve was deployed on the marker, landing in a final 70:30 aortic/ventricular position at the non-coronary cusp (ncc), and 50:50 at the left coronary cups (lcc). Post deployment, moderate paravalvular leak (pvl) was observed. The decision was made to deploy a second valve. The second valve was deployed in a final 70:30 aortic/ventricular position. The pvl was improved too trivial. The procedure was completed, and the patient was transferred in stable condition. The native aortic annular area measured 22.5mm x 18.9 mm with area of 337.0 mm2. The right coronary artery (rca) height measured 8.7 mm. Mild valvular and annular calcification was reported. The valve remained implanted in the patient and would not be returned for evaluation.